Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker dislodged post-implant procedure and migrated down to its left leg. The device was successfully retrieved, and a new device was implanted. The patient condition was stable.